Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 2/7 of their automated peritoneal dialysis therapy. Pr initial report, when disconnecting their transfer set from the pt line of the homechoice set " the home pt forgot to close clamp on the pt line (of the homechoice set)." Baxter's technical service center assisted the home pt in ending therapy early. No pt injury was indicated at the time of the initial report.